Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found suture sleeve tie-down marks at 19.8 cm and 21.6 cm from the connector pin. The distal insulation was damaged at 21.8 cm from the connector pin, which could have resulted in the reported noise problem.

Event description:
It was reported that the right atrial lead exhibited noise, impedance of less than 100 ohms and a decrease in sensing. An insulation breach was suspected. The lead was explanted and replaced.